Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate, and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the screen of their liberty select cycler went blank during power up. The patient attempted to resolve the issue by pressing ok and stop, as well as rebooting the cycler. However, the screen remained blank. The ts representative issued the patient a replacement cycler. The patient stated they would complete treatment by performing an alternate method of pd therapy. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the cycler replacement. No patient injury or harm was reported, and there was no indication that an adverse event had occurred or that medical intervention was required. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.